Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during device implant procedure due to sick sinus syndrome on the patient, no pacing output was observed after the ra lead was implanted. The lead was explanted, and a new lead was implanted. The procedure was completed normally, and the patient was stable.